Event description:
It was reported that during a procedure to treat a lesion in the left anterior descending artery with heavy tortuosity and 95% stenosis, a 3.5x12 nc trek dilatation catheter was advanced but could not cross the lesion due to strong resistance felt with the tortuous anatomy and the hypotube of the dilatation catheter was found to be kinked. Reportedly, no excessive force was applied. The dilatation catheter was withdrawn from the patient anatomy and the hypotube was found to have separated during withdrawal. The distal separated portion was simply withdrawn from the patient anatomy. A non-abbott balloon crossed the lesion successfully and the patient's outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.